Manufacturer narrative:
(B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed, and this is the 7th related complaint for needle hub separates on lot # 9350297. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured, and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200869089] noted for out of spec shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples, or photos were returned. Complaints received for this device ,and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328440; batch no. 9350297. It was reported that needle hub separated into shield. Verbatim: consumer reported today when removing the needle cap the needle came off and got stuck in the cap. Stated this has happened previously as well. Stated another time she had a plunger that was not lubricated enough to move so she couldn't pull the insulin out to complete her injection. Stated she might switch to another brand. Declined to provide phone number.